Event description:
Account reports that they use the set with an "excalibur" (competitor's set). States when they attempt to disconnect the two sets, they are bonded together and the luer on the baxter set usually breaks. States the sets are used in transitional care where the fluids are run for longer periods of time. Unsure what fluids exactly are run. States he does not have the name of a clinical contact. States there have been no known pt. Injuries that have occurred.